Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the electrode damaged the shaft because the shaft was curved. After that, the electrode was not stored smoothly. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.